Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to test due to her adc freestyle libre reader not powering on with button press or test strip insertion. Customer experienced "shaking and was feeling lost" and self-treated with glucagon injection. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the reported reader and pry marks were observed. Reader download was unsuccessful. Unable to download the event log. The reader did power on when placed in the approved fixture. A blank screen was not observed. The complaint is not confirmed to a use issue.

Event description:
Customer reported she was unable to test due to her adc freestyle libre reader not powering on with button press or test strip insertion. Customer experienced "shaking and was feeling lost" and self-treated with glucagon injection. No further treatment was reported. There was no report of death or permanent impairment associated with this event.